Event description:
I have experienced what seems like an eye infection every time I use the avaira vitality contacts, I was treated with ofloxacin for what was assumed a bacterial eye infection for 7 days, both eyes. I wore an eye glasses to recover for two weeks. When the infection was cleared, I wore a new set of contacts, only to experience the same thing. I disposed of contacts and case. This happened a third time and I realized it was likely the contacts and not an ordinary eye infection. Symptoms were extreme eye redness in both eyes, very crusty eyes upon waking overnight after wearing contact lenses. Reference reports: mw5152982, mw5152984.